Event description:
It was reported that this left ventricular (lv) lead previously exhibited loss of capture (loc). As a result, output was programmed higher than normal at 3.5v@2ms. There was no evidence of lead fracture or compromised generator-lead system integrity. Additional information received approximately one year later reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead to discuss morphology changes present throughout the strips. It was noted that the lv lead configuration had previously been changed, which may have contributed to the observed change in morphology. There was possible fusion beats and not true biventricular capture. In addition, the lv lead appeared to be oversensing p waves, resulting in pacing inhibition. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.